Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting atrial tachycardia/atrial fibrillation (at/af) with rapid ventricular response. The device is still in use. No further patient complications have been reported as a result of this event.